Event description:
Pt had kidney transplant with nitrous oxide as induction agent; had undergone vitrectomy 3 weeks prior. Blindness in one eye. Alcon has sent bracelets to be placed on pts getting gas bubble injections.